Event description:
It was reported that there was no pacing, high thresholds, undersensing and no sensing on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.